Event description:
It was reported two issues that the patient experienced high blood glucose levels due to bent cannulas in use of six hours and was treated by correction injection via mdi (multiple daily injection) on (B)(6) 2026.

Manufacturer narrative:
Initial 2 of 2 based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.